Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end scratches and dents, dark scratched in forceps channel, scope connector cover and grip had fluid invasion, and objective lens chipped. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of the evis exera iii colonovideoscope, black liquid was found dripping from the distal end of the scope while it hanged to dry. It was reported that, the customer called and stated that the pcf-h190l scope was recently received back from the national service center; with angulation issues that were repaired. The scope was used during a procedure and then reprocessed in the oer-pro. It was reported that the scope technician noticed the black fluid while brushing the scope and there were two small black dots approximately the size of a pencil eraser on a cloth that was placed below the distal end of the scope in the drying cabinet. The customer was advised to send the scope in for evaluation and to arrange for a loaner. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: inner wall of biopsy channel was scratched due to insertion/withdrawal of the endo therapy accessories which caused tiny hole that enable water to be invaded. (However, leakage had not occurred). Water invaded the subject device from the hole while reprocessing. The water invaded the subject device and lubricant used at assembling were mixed which turned out to the black liquid, then flowed into biopsy channel through the hole. The black liquid which flowed through the hole was discharged from distal end of the device. Olympus will continue to monitor field performance for this device.